Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. It was found that the mobile view station (mvs) had blown fuses and the unit would not boot. The medtronic representative replaced fuses and reminded the customer not to use the red hospital plugs when the imaging system is in holding. They perform a lot of emergency test on their backup lines, which lowers the integrity of the fuses. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A medtronic representative reported on behalf of the site that the imaging system's fuses were blown. Issue was noticed when turning the system on for the day. There was no patient present when this issue was identified. The site plugged the imaging system in the red outlet when stored. Biomed will run tests to the red outlets periodically and during this test the fuses on the imaging system will blow. While troubleshooting, the medtronic representative recommended that the site does not plug the imaging system into red outlets when stored.